Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: ozawa, y., koike, s., aoki, k., okamoto, k., ushijima, k., kayaba, t., nohara, s., yamada, m., odagaki, y., sakamoto, h., & yoshioka, k. (2025). Optimizing oncological and functional outcomes with wide resection techniques in robot-assisted radical prostatectomy for very high-risk prostate cancer: a single-institution retrospective study. Surgical oncology, 59, 102192. Https://doi.org/10.1016/j.suronc.2025.102192.

Event description:
A review of a literature article titled: ¿optimizing oncological and functional outcomes with wide resection techniques in robot-assisted radical prostatectomy for very high-risk prostate cancer: a single-institution retrospective study" was performed. The article had minimal information regarding a patient that experienced a deep vein thrombosis (clavien¿dindo grade iii) in the postoperative period. Two patients required readmission, including one with deep vein thrombosis requiring inferior vena cava filter placement with anticoagulant therapy (grade iiia). There were no specific da vinci device malfunctions reported and the author reported that the complication described in the article was not related to the da vinci platform.